Event description:
Additional information received from the patient reported they had an appointment on (B)(6) 2015 and they had called "cc" on (B)(6) 2015. No steps were taken to resolve the return of symptoms. They had cataract surgery. The doctor did not turn their battery off and after this their symptoms got worse.

Manufacturer narrative:
Concomitant product: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported their parkinson's symptoms had really gotten bad and it was a sudden change. The return of symptoms happened about the same time that the patient had cataract surgery. They were not sure if the cataract surgery could be the cause of the return of symptoms. They used the patient programmer (pp) to verify the status of the ins and both implants were on and ok. The patient was going to follow up with their health care professional (hcp) regarding their return of symptoms. Further follow-up was being conducted to determine if their managing physician had been notified of the return of symptoms and to find out what steps were taken to resolve the symptoms. If additional information is received, a follow-up report will be submitted. Please see manufacturer report #3004209178-2016-00353 for information on the patient's concomitant system.